Event description:
It was reported that the large volume pump module allegedly had under infused on (B)(6) 2025. The customer later provided the following information: the drug was melphalan hcl-betadex (evomela) with an ordered infusion rate of 120ml/hr to infuse over 30 minutes. The order start time was (B)(6) 2025 at 1500 however at the infusion end time of 1521 the bag was still full. The bag should have fully emptied however the bag was not empty when the infusion was completed. It was also later added that the patient was planned to have a stem cell transplant as part of the previous plan of care however as a result of the missed chemotherapy the patient required an additional stem cell harvest. Additionally, the patient needed an admission with chemo infusion and transplant.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module allegedly had under infused on (B)(6) 2025. The customer later provided the following information: the drug was melphalan hcl-betadex (evomela) with an ordered infusion rate of 120ml/hr to infuse over 30 minutes. The order start time was (B)(6) 2025 at 1500 however at the infusion end time of 1521 the bag was still full. The bag should have fully emptied however the bag was not empty when the infusion was completed. It was also later added that the patient was planned to have a stem cell transplant as part of the previous plan of care however as a result of the missed chemotherapy the patient required an additional stem cell harvest. Additionally, the patient needed an admission with chemo infusion and transplant.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Investigation summary: a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The report of an under infusion of melphalan hcl-betadex (evomela) was not replicated during device testing and could not be confirmed through review of the logs. The suspect pump module was tested for timed rate accuracy by programming a one-hour infusion at the reported rate of 120 ml/hr and the test results show the device was infusing within specification; however, asm preventative maintenance results showed the pump module rate accuracy to be slightly outside of the +/- 3.400% specification. As a preventive measure, the rate accuracy error was remediated with the rate calibration task in asm. A post-calibration rate accuracy test showed the device to be infusing within the acceptable error. The inspection of the suspect devices did not find any existing malfunctions that could have contributed to the reported incident. All inspected parts are manufactured by bd. A primary infusion was programmed manually and started at 1:36 pm for the drug ivf plain as a primary infusion at a rate of 5 ml/hr and volume to be infused (vtbi) of 200 ml. A secondary infusion was programmed as a remote order and started at 1:38 pm for the drug "fosaprepitant" at a concentration of 150 mg / 250 ml. The rate was 500 ml/hr and the vtbi was 250 ml. The infusion completed at 2:08 pm and switched over to the primary infusion. At this time, the primary volume infused was 5.273 ml and the secondary volume infused was 250.012 ml. The initial infusion ofmelphalan (evomela) was received as a secondary, bsa-based remote IV infusion on (B)(6) 2025 at 3:10 pm on the suspect pump module sn (B)(6). The concentration was 300 mg/ 60 ml, the dose was 200 mg/ 1.5 m2, calculating a rate of 120 ml/hr. The vtbi was 50 ml. The duration was 30 minutes. The infusion ended at 3:40 pm and the system transitioned to the primary infusion of ivf plain. The unit was channeled off at 3:56 pm. At this time, the pvi was recorded at 6.615 ml and the svi was 310.033 ml. The total calculated svi for the 30 minutes was 60.021 ml. The system was then powered off at 5:50 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Bd alaris guardrail safety software was used to program the infusion however the device cannot detect if the wrong medication was hung. Root cause: the root cause of the report of an under infusion of melphalan hcl-betadex (evomela) could not be identified. The suspect pump module was found to be operating as intended.